Manufacturer narrative:
Batch review performed on 24.06.2021: lot 2006111: (B)(4) items manufactured and released on 12-10-2020. Expiration date: 2025-10-01. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events. Additional devices involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2009613: (B)(4) items manufactured and released on 28-10-2020. Expiration date: 2025-10-19. No anomalies found related to the problem. To date,(B)(4) items of this same lot have been sold without other similar reported events. Stem: amistem p 01.18.404 amistem-p std stem size 4 (k173794) lot. 2005307: (B)(4) items manufactured and released on 01-09-2020. Expiration date: 2025-08-24. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2007643: (B)(4) items manufactured and released on 18-11-2020. Expiration date: 2025-11-04. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events.

Event description:
3 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.